Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in zone 4 in a patient for the endovascular treatment of an 39mm thoracic aortic aneurysm and 344mm dissection. The true lumen was 19mm in diameter. The false lumen diameter was 19-21mm. At the end of the procedure the proximal entry and re-entry tears were successfully covered. However, it was reported that, upon examination performed approximately 15 days post index procedure, an increase in the true lumen diameter and a decrease in the false lumen diameter was observed. It was noted there was continued false lumen perfusion and partial thrombus formation. A type ii endoleak originating from a spinal artery was also observed. No treatment was done. It was reported that, approximately 2 months post index procedure, the patient died due to multiple organ failure. It was reported that the patient death was not product related. It was reported that before implant of the device, ischemia had developed in the abdominal organs below the renal artery and this was attributed to the cause of death.